Manufacturer narrative:
Examination of the returned device confirms the complaint of handle damage; the handle has some small cracks at the intersection of handle and shaft, however these small cracks do not stop instrument from functioning. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Ifinformation is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Handle has cracked at the intersection of handle and shaft. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.